Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken, rendering the device inoperative. The piece that was broken off was not returned with the device. The device shows signs of extensive use. The clinical/medical investigation concluded that after three requests no relevant clinical information has been provided. Therefore, a thorough medical investigation cannot be rendered, nor can the root cause of the reported tip breakage be determined. Based on the information provided, all the broken pieces were removed from inside of the patient and the surgery was completed without delay using a backup device. Since it was reported the patient is doing fine, no further clinical/medial assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during thr surgery, a r3 offset impactor tip broke during impaction, all pieces where retrieved. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.